Event description:
According to the available information the balloon leaks after filling. The catheter does not stay in place and the catheter is removed. Several unsuccessful attempts on the same lot.

Manufacturer narrative:
H2: correction. This is a duplicate submission due to technical difficulties that occurred with our previous follow-up submission. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. Balloon deflation issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action was opened and monthly monitoring is occurring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on prostatic catheter silicone, on the same defect "balloon leakage", from november 2021 to november 2025: 7 similar cases were found.

Event description:
According to the available information the balloon leaks after filling. The catheter does not stay in place and the catheter is removed. Several unsuccessful attempts on the same lot.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional devices referenced in b5 are captured under separate reports.